Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with a faulty printed circuit board (pcb) that won't alarm for over temperature and with leaking from elbow fitting. During analysis, the reported issue was able to be duplicated. It was noted that loose fitting drain elbow was the cause of the reported issue. Service rewrapped the elbow fitting with teflon tape to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during bench testing, a smiths medical level 1 hotline low flow system was leaking. No patient was involved in this event. No adverse effects were reported.